Event description:
The customer observed potential (B)(6) alinity s anti-hcv results on one donor specimen when compare to (B)(6) results. That donor initially deferred during (B)(6) clinical trials and tested again for re-entry. Those results used for patient management and provided were: initial sid: (B)(6); initial (B)(6) result: (B)(6); initial (B)(6) result: (B)(6); initial (B)(6) result: (B)(6); initial (B)(6) result: (B)(6). On (B)(6) 2022: re-entry sid: (B)(6); re-entry (B)(6) result: (B)(6); re-entry (B)(6) result: (B)(6) (initial: (B)(6), repeat: (B)(6)); re-entry (B)(6) result: (B)(6); re-entry (B)(6) result: (B)(6). It is unclear which results are correct. There was no impact to patient management reported.

Manufacturer narrative:
(B)(6). All available patient information is included. Additional patient details are not available. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity s anti-hcv results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The complaint activity was reviewed and identified normal complaint activity for the lot number. Tracking and trending were reviewed, and no related trends were identified. To evaluate clinical sensitivity, 112 replicates of two sensitivity panels (anti-hcv panel a (core only) and anti-hcv panel b (ns3 only)) were tested. The sensitivity panels met specifications. No false non-reactive results were obtained. Additionally, two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv9045 and hcv9047) were tested. Alinity s anti-hcv reagent, ln 6p04-60, lot 27308be00 detected the same first bleed as reactive compared to historical results for alinity s anti-hcv. Further, additional replicates of the positive control were tested which all met specifications. The device history records were reviewed and did not identify any non-conformances, potential non-conformances, or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity s anti-hcv reagent lot 27308be00 was identified.d4 - expiration date: initial: (B)(6) 2022. Corrected: 2022-03-29h4 - device mfg date: initial: 2021-02-15 / corrected: 2021-04-27.